Event description:
According to the reporter, two of the extenders had cracks in them that have caused arcing and therefore a burn in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.